Manufacturer narrative:
Reliability analysis evaluated 4 opened and used reservoirs. Analysis inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion sets. Analysis installed reservoirs and connectors into an insulin pump. Conclusion was reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 632 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with back up plan. The reservoir will be returned for analysis.